Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the device was explanted and replaced due to fracturing tubing leading to the pump.

Manufacturer narrative:
Reservoir was received for evaluation. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. This is a site of leakage. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the inlet tube of the reservoir occurred after the device packaging was opened. The information received indicated that there was leakage noted on the device. Based on the evaluation, information received, and brief period in-vivo, the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, the device was explanted and replaced due to fracturing tubing leading to the pump.